Event description:
It was reported that during pre-surgery, it was observed that the drill bit device would not turn when in use with a motor device. It was further observed that the hose was separated at connector on the motor device. There were no delays in the surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the drill bit would not turn in attachment was not duplicated or confirmed. However, the reported condition of the hose was separated at connector was confirmed. The assignable root cause was determined to be due to the visible lack of loctite applied to the threads of the connector nut and the connector shell. It was determined that the components making up the connector assembly became loose; suggesting that the original assembly adhesive had not been properly applied in manufacturing. This issue has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.